Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced high blood glucose of 400mg/dl which was treated with shots. Customer states that insulin pump alarmed for insulin flow blocked. Customer reports event was resolved by changing complete set. Product will be return for analysis.